Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.